Event description:
During service the unit was found to stop cycle with all leds and constant single tone alarm, due to intergrated circuit u28 on the logic board being out of specification. Replaced u28.